Manufacturer narrative:
The device was returned and analyzed. The device memory demonstrated a normal device function while the device was implanted and in service. The bench test of the ICD revealed that all therapy functions were available. The archive data and the programmed parameters were inspected. A high left ventricular pacing output of 5.5v and 1.5ms was documented. This represents a high current program, which results in a faster discharge of the battery. The amount of charge taken from the battery was verified and the eri status was anticipated. In conclusion, the ICD was fully functional. There was no indication of a device malfunction. Analysis revealed a normal battery depletion according to the programmed parameters.

Event description:
This device was explanted and replaced due to eri. No adverse patient events were reported. Should additional information become available, this file will be updated.